Event description:
It was reported that a user could not view blood glucose data on the ilet because the dexcom g7 sensor had been started in the dexcom mobile app only, and pairing to the ilet failed despite guided pairing steps. Symptoms included unknown blood glucose. Outcomes included no reported clinical impact and no hospitalization. Investigation included remote troubleshooting and user education on correct cgm pairing workflow. Investigation of this case revealed a communication and connectivity issue between the cgm and the ilet consistent with failure to pair, with no device damage observed or alleged. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during cgm pairing.